Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to fibrin were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were fibrin in tubes with a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes. The following information was provided by the initial reporter: it was reported that there is fibrin in these tubes and it is causing issue with the gel technology they use in blood bank. She stated this has happened at least 10 times over the course of the past 3 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were fibrin in tubes with a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes. The following information was provided by the initial reporter: it was reported that there is fibrin in these tubes and it is causing issue with the gel technology they use in blood bank. She stated this has happened at least 10 times over the course of the past 3 months.